Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent an unspecified breast augmentation with 275cc mentor smooth round spectrum saline breast implant experienced right-sided implant deflation postoperatively. Deflation was diagnosed by physical examination. As a result, the patient underwent explantation and replacement with like device, catalog # 3501440, left lot-serial # (B)(4) and right lot-serial # (B)(4) on (B)(6) 2021.

Manufacturer narrative:
The mentor failure analysis lab received two devices for evaluation, and in the absence of clarifying information, it cannot be determined which device is the suspect medical device for the reported adverse event. As a result, the second device received will be conservatively reported to FDA. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This medwatch report is for the first of two implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has completed the evaluation of the suspect medical device. Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant (spec smooth rnd 275cc). Also, additional information was received indicated that the left side was cut by the surgeon to remove it. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that two tears (a and b) were found on the posterior aspect and tear b extending to the anterior view of the spec smooth rnd 275cc breast implant, measuring approximately 2.0 cm and 2.5 cm respectively. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of both tears. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the implant could have been damaged during or after implantation. The product insert data sheet cautions not to allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device 7411747 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).